Event description:
Boston scientific received information stating: failure to capture at programmed settings due to increased thresholds. Increased output and booked patient for a lead replacement. Physician: dr. (B)(6) canada. Event date: (B)(6)2012. Implant date: (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).